Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began in (B)(6) 2018 (between (B)(6) 2018) at around 3-4 p.m. The patient claimed obtaining blood glucose results approximately ¿100-120 points higher¿ than his actual blood glucose reading. The patient manages his diabetes with self-adjusted insulin and reported that in response to the elevated results obtained on the subject device, he administered higher doses of insulin (specific doses not reported). The patient reported that around (B)(6) 2018, after the alleged inaccuracy issue began with the device, that he became ¿confused with blurred vision¿ whilst driving, that he ¿started swerving¿ and felt like he was going ¿to pass out¿. The patient advised that he ¿pulled over¿ and ¿drank some juice to bring his blood glucose level back up¿. The patient reported that he tested his blood glucose using a new vial of test strips with the subject device and claimed obtaining a blood glucose result of ¿39 mg/dl¿. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device. The subject test strips used at the time of the alleged issue have now expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on the alleged inaccurately high blood glucose result obtained with the subject meter.